Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 100, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 45 mm proximal from the proximal end of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.